Manufacturer narrative:
The company representative was unable to confirm nor replicate anything that would have contributed to the reported ¿retinal detachment¿ and ¿probe issue.¿ the system was tested and found to meet product. Therefore, the root cause of the reported issues is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The system was found to meet specifications. Therefore, the root cause of the reported ¿retinal detachment and probe issue¿ remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during pars plana vitrectomy procedure on the left eye, an ophthalmic system stopped cutting and continued suction causing a retinal detachment. The surgery was completed on the same day with an alternative cutter. The current condition of patient is unknown. This report pertains to ophthalmic operating system involved for this reported event. This complaint pertains to ophthalmic system involved in the reported events.